Event description:
It was reported to covidien (B)(6) 2010 that a customer had an issue with a dialysis catheter. The customer reports that a pt had a new apheresis catheter placed in interventional radiology. She was then returned to her room. The apheresis was set up and initiated. The pt became unresponsive within 18 mins and presented with symptoms of a stroke. A head CT scan showed an air embolism. Customer states the exact cause of the embolism is unk and expected to be human error. The pt had a patent foramen ovale (pfo). This pt was transferred to another facility for hyperbaric treatment.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.